Event description:
The customer reported non-reproducible thyroid-stimulating hormone (tsh) results, above the normal reference range, for one patient, involving the unicel dxi 800 access immunoassay system used in conjunction with the access hypersensitive htsh assays. The patient's sample was subsequently analyzed, in duplicate, on the laboratory's alternate access 2 analyzer and recovered results above the normal reference range. The customer stated the erroneous result was not released out of the laboratory; the laboratory reanalyzes any tsh results greater than 50 uiu/ml. There was no patient impact associated with this event. The patient's samples were collected in becton dickinson (bd) lithium heparin plasma vacutainer plastic separation tubes (pst) and centrifuged on a power processor. The customer stated the questioned sample appeared slightly lipemic but overall quality was acceptable. The patient sample was tested using two different reagent packs. Quality control (qc) was performed on both reagent packs and was within the laboratory's established ranges. System information indicated all levels of calibrators passed within the acceptable percent coefficient of variation (%cv). A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) completed system inspection and no hardware malfunctions were identified. A high sensitivity system check was performed and passed within instrument specifications. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. A definitive cause of the incident is unknown.